Event description:
It was reported that a vena cava filter was placed successfully. The patient was well throughout and was transferred to recovery. Approximately one hour after the procedure, the patient allegedly had a sudden onset of back pain that intensified overnight. A CT was performed which alleged showed three limbs outside the ivc. Reportedly, the filter was tilted 5 degrees. The filter had not migrated. The patient required morphine for the back pain. Five days later, the filter was removed without incident.

Manufacturer narrative:
The device history records were not reviewed, as the lot number is unknown, the sample has not been returned for evaluation to date, despite attempted. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current instructions for use (IFU) states: there have been reports of complications including death associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.